Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of this complaint is attributed to component failure resulting from material fatigue. This is consistent with expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the videoscope was found to have a chipped rubber adhesive. There was no patient involvement.